Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Crack in the knob at the top of instrument

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The complaint states crack in the knob at the top of instrument. The investigation confirmed the failure mode as reported subsequent to the investigation in (B)(4), the material has been changed from radel to paek gfr (avaspire) on the components with red overmolds on this device via eco415569 (locking knob and stylus) and eco401857 (rotation lever). Avaspire is a glass filled material which is less susceptible to residual stress and resists propagation of cracks ((B)(4)). The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.